Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports the tubing broke a part from the valve causing pump to alarm and feeding to stop.

Manufacturer narrative:
Submit date: 10/12/2016. A device history record was not performed; no lot number was provided or available. One sample was received for evaluation. The received sample was evaluated visually and functionally, upon arrival the silicon tube was separated from the valve, this does not represent the way samples are released from the manufacturing site. The sample was used. During the investigation we unclogged the pvc lines and reconnected the silicon tube to the valve verifying that the product worked correctly. The silicon tubing and valve showed no signs of any damage or defect. We were unable to reproduce any detachment. While examining the food clogged in the lines and valve, small fruit like peels (probably lemon) were observed. Possible root cause could be: stretching peristaltic tubing before usage, incorrect placement in pump causing additional stress to the tubing and detachment, enfit female connector is not correctly adjusted to the transition connector and transition connector is not placed correctly to the g-tube or other tube that could go directly to the patient. The findings concerning the food peels could have contributed to clogging. No corrective actions will apply since the failure mode has not been confirmed to be any manufacturing issue with the sample received. This file will be considered verified because the sample was detached upon arrival; however, it will not be verified as a manufacturing defect. This complaint will be used for tracking and trending purposes.